Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Complaint product was received and evaluated. Product was received in a disassembled state. According to the DHR, the alleged missing component was not part of the bom at the time of manufacture but added at a later date; the product was conforming when it left zimmer biomet control. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a labral repair, the packaging was missing the "blue" rubber piece that comes with each anchor. When the implant was removed from the packaging, the anchor came apart. This anchor did not come into contact with the patient and there was no delay in the procedure. Another anchor in the kit was used to complete the repair. Sales rep was not present during the procedure.